Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the apex tear and subsequent bleeding was attributed to patient factors [friable ventricle/apex tissue]. In addition, the patient¿s advanced age ((B)(6)) may have been a contributing factor. None of the edwards devices malfunctioned. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, when the 26fr sheath was being removed the purse strings tore the apex causing apical bleeding. Additional suturing was necessary to control the bleeding. Blood was administered to this patient for volume replacement. The patient received 1400ml of prbcs, 488ml of ffp, 300ml of platelets, and 1000ml from the cell saver. Ebl for the case was 3500ml tachosil fibrin patches and additional sutures were used to gain apical control. The patient was stabilized, chest drain inserted and thoracotomy was closed. Patient was transferred to ccu for recovery. The event was attributed to the patient¿s friable ventricular tissue which made apical closure difficult. The patient was discharged six days later.